Manufacturer narrative:
The case event took place in 2015. No product or data logs are available for review. No investigation into the mitral regurgitation attributed to the use of impella is possible. The cause is unable to be determined. The failure mode will be trended.

Event description:
A publication was discovered that outlined an impella cp support from 2015. The publication detailed a patient in which a male patient admitted in cardiogenic shock and suffering from an acute myocardial infarction was found to have a 100% blocked left anterior descending coronary artery that could not be treated due to poor left ventricle function. The impella cp was placed for hemodynamic support. After 5 days the patient was transferred to a tertiary center for escalated care. The impella was removed at the tertiary center as they planned on either a bypass surgery or a durable vad. Shortly after the pump was removed the patient condition deteriorated and the team observed new mitral valve regurgitation (mr) under tee echo. The new mr was attribute to the use of impella. The patient expired during the bypass and mitral valve surgery, due to intrathoracic bleeding.